Manufacturer narrative:
This report is being filed under exemption (B)(4)by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer (B)(4). An investigation was carried out into this complaint. After review of the reportable complaints for maxi 500 and maxi 500 / medi-lifter 4 brand names registered within last 5 years, a limited number of similar cases (tipping of the lift) were found. With the number of sold devices and with comparison to the daily use of them, the trend observed for complaints with this failure mode is considered to be low and stable. As reported, a resident (male) had slipped out of chair and was lifted from floor with using maxi 500 passive lift and non-arjohuntleigh sling attached to it. Three caregivers were assisting in lifting the resident and his transfer into a wheelchair. The lift started to tip (firstly a rear castor lifted off the floor, and then a front castor on the same side of the device lifted up as well). The lift tilted as far as the seat on wheelchair was placed, because a lift leg was moved underneath the chair and thereby blocked. One of caregivers tried to push down the lift holding by steering handle. At that time, toes and shins of the second caregiver were impacted - she pushed the lift's leg down and lowered resident into the chair. The third nurse taking a part in the transfer helped lower the resident into the chair - she was guiding him into the chair by pushing and pulling on the sling. Fortunately, no serious injuries were sustained neither by resident, nor caregivers. Two caregivers complained about back pain. No actual medical treatment was required. The lift was in good working order as inspected by the arjohuntleigh sales and service unit representative after the incident. No failure with the device that might have contributed to the device tipping was detected. Taking into account this fact, any malfunction of the lift can be excluded as a contributing factor to the event. It was pointed out that it was not possible to recreate a scenario of the event as described by the facility staff. The involved sling was not an arjohuntleigh one, nevertheless no malfunction of this item was noted. Our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. The factors such as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event either. As required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi 500 does not become unstable. The product instructions for use (IFU) as supplied with each lift includes important information concerning proper and safe use of the lift. The maxi 500 IFU - 001.20815.en_rev. 6 from october 2009 contains the crucial information: "warning: do not attempt to maneuver the lift by pulling on the mast, boom, spreader bar, actuator or patient as this can cause the lift to topple over." "Warning: using the handles located on the mast, always maneuver the lift with the legs closed in the travel direction." "Always maneuver the lift by using the handle located on the mast. If necessary, initiate the movement by pushing on the back of the base with your foot. Do not push on the legs." "Do not attempt to push or pull a loaded lift over a floor obstruction which the castors are unable to ride over easily, including steps, door thresholds or moving sidewalk." "Do not push the lift at a speed which exceeds a slow walking pace (3 km/hour or 0.8 meter/second). It appears more likely that the improper use of the device (use error) contributed to the incident. Based on the event description and review of previous complaint investigations, it seems that the maxi 500 was not correctly positioned above the wheelchair. It is likely that the person in the sling was vehemently pulled into the desired position and the lift tipped in the direction that was pulled. As a result of that action the resident's center of the gravity changed on the lift. In the labelling of the device there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling: "the maxi 500 must always be handled by a trained caregiver, who must attend the patient during lift application and operation, and in accordance with the instructions outlined in these instructions for use". (P. 6) in our opinion if the corresponding maxi 500 instruction for use provided by the manufacturer had been followed, risk of any incident related to usage of the device could have been avoided. To sum up, the device was being used for patient handling at the time of the event and played a role in a reportable incident due to a use error - causing the device to not perform as intended. The device was up to the manufacturer specification at the time of the incident. This complaint was decided to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregivers can result in serious injury.

Event description:
As reported to arjohuntleigh, a resident (male) had slipped out of chair and was lifted from floor with maxi 500 passive and non-arjohuntleigh sling attached to it. Three caregivers were assisting in lifting the resident and his transfer into a wheelchair. The lift started to tip (firstly a rear castor lifted off the floor, and then a front castor on the same side of the device lifted up as well). The lift tilted as far as the seat on wheelchair was placed, because a lift leg was moved underneath the chair and thereby blocked. One of caregivers tried to push down the lift holding by steering handle. At that time, toes and shins of the second caregiver were impacted - she pushed the lift's leg down and lowered resident in chair. The third nurse taking a part in the transfer helped lower the resident into the chair - she was guiding him into the chair by pushing and pulling on the sling. Fortunately, no serious injuries were sustained neither by resident, nor caregivers. Two caregivers complained about back pain. No actual treatment was required.